Event description:
Customer reported an issue with the continuous glucose monitor (cgm) and experienced a low blood glucose event. Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Customer addressed the low blood glucose by consuming glucose tablets. Technical support advised a supplies/system check, confirmed no excess insulin was delivered, and noted settings were correct. Customer was disconnected from the pump during the tubing fill step and agreed to return the cartridge for replacement.